Manufacturer narrative:
Additional information was received that the issue was caused due to use error (some liquid (serum or a.a) was dropped on the tabletop; which ended up damaging the mixer and vib board; causing a short in the system). Hence, this case is considered not reportable, d1 product name corrected. D4 model no. Corrected.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient injury.

Manufacturer narrative:
A ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.